Event description:
A female pt with a history of ocular herpes in her left eye was diagnosed with uveitis in the same eye, with symptoms of light sensitivity, tearing, and redness while using renu with moistureloc multi-purpose solution. The pt was first seen by an optometrist. She was subsequently referred to an ophthalmologist who treated her with econopred qid for 6 days, and she recovered. Both the optometrist and the ophthalmologist have assessed that the pt's diagnosis was not directly related to product use.